Event description:
Info received indicates the brake detent system was visibly broken, allowing the brake pedal to set in the brake position without any effect.

Manufacturer narrative:
The biomed used a pedal and detent kit to repair the bed.